Manufacturer narrative:
A partial lead of only the connector portion was returned for analysis measuring 43.2 cm for the reported events of insulation damage, oversensing noise, and low impedance. Visual and x-ray examination revealed the outer insulation was damaged at 6.2 cm and 9.8 cm from the connector pin while clavicular crush was found at 19.7 cm to 19.9 cm from the connector pin. The clavicular crush region exhibited outer and inner insulation damage and the outer coil was fractured. The conductor fracture led to the outer coil open circuit while no internal shorts were found. The reported events were confirmed and attributed to clavicular crush damage.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Upon review, the right ventricular lead exhibited low pacing impedance and noise oversensing that led to noise reversion and was reproducible. The physician explanted and replaced the lead and noted an insulation breach near the clavicular area. The patient was in stable condition.